Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast and blood in the shaft and balloon of the device. The guidewire was protruding 153.5cm out the hub of the catheter and 2cm out of the exit port of the balloon. The devices were separated with no resistance. Inspection of the device presented no damage or irregularities. The inner diameter (ID) of the guide wire lumen was measured and the ay catheter met specifications. Functional testing was performed by loading the guidewire into the hub of the catheter and advancing through the wire lumen with no resistance. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during completed total occlusion treatment procedure, the catheter became frozen on the guide wire. The tortuous and moderately calcified total occlusion, with a superior bend was located in the posterior descending artery. A stingray catheter and a stingray guidewire were selected. The devices were advanced into the true lumen and a puncture was made through the true lumen; however, they were unable to cross the occlusion. Upon retrieval of the wire, it was very tight through the lumen of the catheter. The guide wire and catheter were removed as a single unit. Once the two devices were removed from the patient they were able to withdraw the guide wire from the balloon catheter. It was noted that the physician suspected that the difficulties were due to the angulations of the balloon. They were not able to complete the procedure not only because there was resistance from the balloon but, they had given the patient a lot of contrast. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR:2134265-2014-02505. It was reported that during completed total occlusion treatment procedure, the catheter became frozen on the guide wire. The tortuous and moderately calcified total occlusion, with a superior bend was located in the posterior descending artery. A stingray catheter and a stingray guidewire were selected. The devices were advanced into the true lumen and a puncture was made through the true lumen; however, they were unable to cross the occlusion. Upon retrieval of the wire, it was very tight through the lumen of the catheter. The guide wire and catheter were removed as a single unit. Once the two devices were removed from the patient they were able to withdraw the guide wire from the balloon catheter. It was noted that the physician suspected that the difficulties were due to the angulations of the balloon. They were not able to complete the procedure not only because there was resistance from the balloon but, they had given the patient a lot of contrast. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).